Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check, but no issues were identified. The customer continued to use the pump for insulin therapy.